Event description:
A medtronic rep reported that after registering the pt with tracer in a biopsy procedure the software proceeded to navigate. When in navigate the system cycled the views from anatomical to trajectory. The software went to a stealth station software screen. It was not exiting but the software stopped and did not move. There was no impact on the pt outcome reported.

Manufacturer narrative:
Software has not been evaluated at time of this report. Medtronic rep tested software after surgery and could replicate issue. Once the biopsy procedure was deleted form software and a new plan was created, no further issues. System functioned as intended.